Event description:
The consumer stated that a false negative result was received after using the inteliswab product. Consumer stated that they tested positive at a clinic and received a negative result with inteliswab. The review was posted on (B)(6). See below posting: average rating:(1.0)out of5stars. Not accurate! On (B)(6) 2021. Verified purchase. Tested positive at the clinic but these tests showed a negative result. They are not accurate at all! Reviewed by (B)(6). Helpful?yes (0)no (0). Report.